Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus serial# (B)(4). Associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed the reported complaint. Fa observed aea friction issue. The root cause of this failure mode is attributed to mishandling/misuse. A review of the site's complaint history revealed the report with patient identifier 532786 is a related record (the other 30-degree endoscope plus that had the non-intuitive issue in the same procedure). A review of the instrument log for the 30-degree endoscope plus (part# 470057-08/serial# 10131754) associated with this event has been performed. Per logs, the instrument was last used for abdominoperineal resection procedure on (B)(6) 2022 using system (B)(4). The instrument had 1991 remaining usable lives with no subsequent use recorded. Images associated with this reported event were not submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the 30-degree endoscope plus experienced a rotation issue where the image rotated, but the endoscope did not. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the operating room (or) team experienced a rotation issue with two 30-degree endoscope plus. It was not specified which endoscope was used first during the procedure. An or staff clarified that when the image rotated (and the endoscope did not) the or team reseated the sterile adapter, but with no change. The or team replaced the endoscope with another, however, the issue persisted. The surgeon decided to convert to laparoscopic surgery in order to finish the procedure. Tse reviewed the log and identified error 22020. The customer confirmed that manual rotation was not always smooth and sometimes made a squeaking noise. Tse advised the caller to return both endoscopes together with the arm drape that held the endoscopes. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.